Event description:
It was reported that (3) 512st, (3) t511, (1) ms512, and (2) 1seal were used during a nissen fundoplication procedure. It was reported by the rep that the nurse that scrubbed told me the surgeon was upset because the gaskets tore during the surgeon's case with three trocars. The one seals also were bad. The stability sleeve also broke. It is unknown how the case was completed. There were no consequence to pt.